Event description:
Material #: 302830; batch#: 4157610. It was reported by the customer that there are particulates in the syringes. They range from dirt, plastic, hair-like fibers and smudges. All of these defects point to the syringes not being truly sterile. Verbatim: rcc received a complaint via email. Email(s) attached there are particulates in the syringes. They range from dirt, plastic, hair-like fibers and smudges. All of these defects point to the syringes not being truly sterile. Case number - (B)(4); product#: 302830; lot#: 4157610.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this record is a duplicate of (B)(4). This MDR will be void.